Manufacturer narrative:
Upon investigation of the actual device used in this incident showed the user was alleging that leading to delaying accessing medication during procedure. The technical support specialist stated that pyxis was designed to show up to 300 patients in a device then require a patient search over 300 and shared a guide to set up patient to show to user. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system required user to perform facility search, leading to delays in accessing medications. The customer added that no patient names show up in the list when choosing "all available patients," there are too many patients, according to pyxis. The user must conduct a facility search, which causes delays in accessing medication during procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11, b14, d1, d5, d3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-sep-2022 to 27- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was unable to view patients during the procedure. A technical support specialist found that the device was designed to show up to 300 patients then require a patient search over 300. It is suggested either remove some units assigned to that area and device or users would have to do a search and share a guide to set up patient. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system required user to perform facility search, leading to delays in accessing medications. The customer added that no patient names show up in the list when choosing "all available patients," there are too many patients, according to pyxis. The user must conduct a facility search, which causes delays in accessing medication during procedure. There were no adverse events or injuries reported based on this event.